Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer was assisted with critical pump error troubleshooting and stated that blood glucose during the time of incident was over 400mg/dl. Customer stated they received a critical pump error image on the insulin pump screen. Customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test,displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.